Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device alarmed "system error 105". There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom " 'system error 105' alarms", determined to be caused by a failed motor (flex) and several motor mount screws (6 of 6). The failed motor assembly and motor mount screws were replaced.